Event description:
Patient reported "capsular contracture baker grade iii, evolving with food intolerances, gastrointestinal symptoms, itching and breast pain associated with heat and local redness". Patient later reported "lumps and diffuse pain, prominent radial fold and oval and circumscribed nodule and small sparse cysts". This record is for the left side. Device remains implanted. Device return unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, g2, h6.

Event description:
Patient reported "capsular contracture baker grade iii, evolving with food intolerances, gastrointestinal symptoms, itching and breast pain associated with heat and local redness". Patient later reported "lumps and diffuse pain, prominent radial fold and oval and circumscribed nodule and small sparse cysts". Patient´s representative later reported "psychological burden of carrying a medical device scientifically associated with a proven risk of developing a rare cancer". This record is for the left side. Device remains implanted. Device return unknown.